Event description:
This report was received from (B)(4) and is a spontaneous report from a consumer with supplemental information by a nurse in the (B)(6) of peritonitis with (B)(6) in a patient coincident with dianeal pd4 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). The action taken with dianeal and extraneal therapies was not reported. On an unknown date, the patient was diagnosed with an infection. The consumer was unsure if the patient had peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. Follow-up information was received from a nurse, which medically confirmed this case. On (B)(6) 2012, the patient's pd catheter was removed and the patient was started on unspecified hemodialysis. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. Treatment was not reported. On (B)(6) 2012, the patient was discharged.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: h11f20093, h11i06088, h11j24049, and h11k01037 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event. The specific product code for the transfer set is unknown; therefore, brand name, and 510k are unknown.